Event description:
On (B)(6) 2013 the nurse practitioner reported that that no further information was available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer review of a generator's vns programming history identified that high lead impedance 10,000 ohms was noted on (B)(6) 2012. There is no further history after that date, so it is unknown if the high lead impedance resolved. The generator was not programmed on in the history. Attempts for additional information are in progress.